Manufacturer narrative:
Continuation of concomitant: d314trg crtd, implanted: (B)(6) 2011.

Event description:
It was reported that an infection occurred. The patient did not respond to a course of oral antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. During explant vegetation was found on the left ventricular (lv) lead. The crt-d system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.